Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation" in addition to capsular contracture, baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side "deflation" in addition to capsular contracture, baker grade I. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "deflation" in addition to capsular contracture, baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 and h4.

Event description:
Healthcare professional reported a right side "deflation" in addition to capsular contracture, baker grade I. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Date correction identified.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, and h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Deflation: observed an opening assessed as an unidentified (tear) opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Brown particles in the fill channel and inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "deflation" in addition to capsular contracture, baker grade I. Device has been explanted and replaced.